Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), 5 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"), amnesia ("memory loss"), rash ("rashes or skin condition") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced loss of libido ("hormonal changes describe: sex drive"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal): all including yeast") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), depression ("depression") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, loss of libido, vulvovaginal mycotic infection, bacterial vaginosis, migraine, nausea, amnesia, depression, rash, dyspareunia, fatigue, alopecia, vaginal discharge, weight increased, abdominal pain upper, back pain and pain in extremity had not resolved. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, loss of libido, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Case upgraded to serious incident. Event injury was updated to following events dental problems, hormonal changes describe: sex drive, infection (bladder/ urinary tract/vaginal): all including yeast, bacterial vaginosis, migraines / headaches, nausea, memory loss, depression, rashes or skin conditions, dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, vaginal discharge, weight gain, stomach pain, lower back pain and leg pain. Laboratory data, lot number, essure implant, explant date, events onset date were added. Outcome for all events were not recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. C51058) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), 5 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"). In (B)(6) 2015, the patient experienced back pain ("back pain/lower back pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"), amnesia ("memory loss"), rash ("rashes or skin condition") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced loss of libido ("hormonal changes describe: sex drive"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal): all including yeast") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), depression ("depression") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, loss of libido, vulvovaginal mycotic infection, bacterial vaginosis, migraine, nausea, amnesia, depression, rash, dyspareunia, fatigue, alopecia, vaginal discharge, weight increased, abdominal pain upper, back pain and pain in extremity had not resolved. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, loss of libido, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number: c51058 manufacturing date: 2014-04 expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.